Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, a dissection occurred. The index procedure treated the 2.75x25mm, 99% stenosed mid lad (left anterior descending). Treatment consisted of predilation, placement of a 3.0x32mm taxus express2 stent and post dilation resulting in 0% residual stenosis. A distal edge dissection was noted following placement of the 3.0x32mm stent and was treated with a 2.75x32mm taxus express2 stent for bailout. Final stenosis was 0% and the patient was discharged the following day on asa and plavix. The investigator assessed the event as possibly related to the study device.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.